Event description:
It was reported by the customer that during clinical use the cardiosave intra-aortic balloon pump (iabp) had a blood back event. There was patient involvement, but no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found blood in the safety disk. The pneumatic interface module was replaced. The unit passed all functional and safety tests to manufacturer specifications.

Manufacturer narrative:
E1- event site name - (B)(6) medical center. Upon completion of the investigation into this event a follow up report will be submitted.